Event description:
According to the medical records, the indication for the filter placement was deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right internal jugular vein and positioned at the l1 vertebral body by level imaging. The location of the renal veins was not established, as an inferior vena cava (ivc) gram was not performed due to the patients¿ abnormal renal function. There were no complications and the patient tolerated the procedure well. According to the patient profile form (ppf), the patient has indicated that the filter perforated outside the ivc and has tilted. The patient also reports living with anxiety due to the possibility that the filter could fail, and has fear related to the perforation and the tilt. The patient became aware of the perforation and tilt approximately seven years and ten months post implant. Per the information received in the redacted-amended patient profile form (ppf), the patient additionally reports becoming aware of fracture filter struts retained within the inferior vena cava approximately ten years and four months after the filter implantation.

Manufacturer narrative:
As reported a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. The patient reported becoming aware of the events approximately seven years and ten months post implant. The patient also reported anxiety related to the filter. According to the medical records, the indication for the filter placement was deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right internal jugular vein and positioned at the l1 vertebral body by level imaging. The location of the renal veins was not established, as an inferior vena cava (ivc) gram was not performed due to the patients¿ abnormal renal function. There were no complications, and the patient tolerated the procedure well. The patient subsequently reported becoming aware of filter fracture approximately ten years and four months post implant. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor a device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d1 (brand name)

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. According to the patient profile form, the patient has indicated that the filter perforated outside the ivc and has tilted. The patient also reports living with anxiety due to the possibility that the filter could fail, and fear related to the perforation and the tilt. The patient became aware of the perforation and tile approximately seven years and ten months post implant. According to the medical records, the indication for the filter placement was deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right internal jugular vein and positioned at the l1 vertebral body by level imaging. The location of the renal veins was not established, as an inferior vena cava (ivc) gram was not performed due to the patients¿ abnormal renal function. There were no complications and the patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction including perforation and tilt that causes injury and damage to the patient. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to perforation and tilt that causes injury and damage to the patient.

Manufacturer narrative:
Additional information was received and sections a2, b5, b7, and d6 was updated. The patient is a 49 year old male. Anxiety was added to the patient code. According to the medical records, the indication for the filter placement was deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right internal jugular vein and positioned at the l1 vertebral body by level imaging. The location of the renal veins was not established, as an inferior vena cava (ivc) gram was not performed due to the patients¿ abnormal renal function. There were no complications and the patient tolerated the procedure well. According to the patient profile form, the patient has indicated that the filter perforated outside the ivc and has tilted. The patient also reports living with anxiety due to the possibility that the filter could fail, and has fear related to the perforation and the tilt. The patient became aware of the perforation and tile approximately seven years and ten months post implant.